Event description:
The lead was electively explanted, device analysis reveals j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior, technique/tools: intravascular counter traction, no complications.